Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter full name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated water temperature (wt) has not been cooling patient. Patient temperature (pt) was 37.2c, targeted temperature (tt) was 33c, water temperature (wt) was 30.4c, water flow rate (wfr) was 2.5 l/m. 4 pads connected with good coverage. Walked through accessing event log which shows alert 113 reduced water temperature control. System diagnostics showed that the outlet monitor temperature (t1) was 30.8c, outlet control temperature (t2) was 30.8c, inlet temperature (t3) was 30.7c, chiller temperature (t4) was 7.3c, water flow rate (wfr) was 3.1 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 82 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 7540.1 and pump hours were 6765.8. Advised to swap out to alternate device and send this one to biomed labeled 113 (reduced water temperature control) not cooling.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Patient temperature (pt) was 37.2c, targeted temperature (tt) was 33c, water temperature (wt) was 30.4c, water flow rate (wfr) was 2.5 l/m. 4 pads connected with good coverage. Walked through accessing event log which shows alert 113 reduced water temperature control. System diagnostics showed that the outlet monitor temperature (t1) was 30.8c, outlet control temperature (t2) was 30.8c, inlet temperature (t3) was 30.7c, chiller temperature (t4) was 7.3c, water flow rate (wfr) was 3.1 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 82 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 7540.1 and pump hours were 6765.8. Advised to swap out to alternate device and send this one to biomed labeled 113 (reduced water temperature control) not cooling. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Initial reporter full name: (B)(6). Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated water temperature (wt) has not been cooling patient. Patient temperature (pt) was 37.2c, targeted temperature (tt) was 33c, water temperature (wt) was 30.4c, water flow rate (wfr) was 2.5 l/m. 4 pads connected with good coverage. Walked through accessing event log which shows alert 113 reduced water temperature control. System diagnostics showed that the outlet monitor temperature (t1) was 30.8c, outlet control temperature (t2) was 30.8c, inlet temperature (t3) was 30.7c, chiller temperature (t4) was 7.3c, water flow rate (wfr) was 3.1 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 82 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 7540.1 and pump hours were 6765.8. Advised to swap out to alternate device and send this one to biomed labeled 113 (reduced water temperature control) not cooling.